Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system displayed that it was connected but not ready. It was noted that the interface (umbilical) cable was manipulated to restore functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.